Manufacturer narrative:
Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplementalreport will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and anyexcursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during manipulation of this fogarty hydrajaw clamp insert, the covers were difficult to put on, causing the insert to bend and detach from the clamp. As per customer'sopinion, this poses a potential safety risk. There are no reports of patient injuries. There is no allegation of patient injury. Patient demographics were unable to be obtained.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Finally, the device was not available for evaluation despite due diligent attempts. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. As part of the manufacturing process the units go through insert stains and appearance inspection process, an insert inspection where the curvature of the insert is verified and packaging assembly inspection in which the product verified to be fully contained inside and in optimal condition. Additionally, the IFU provides instructions for place and remove inserts from clamps related as a guideline to follow and an aid for the physician. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.